Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered inappropriate anti-tachycardia pacing (atp) and electric shocks for what appeared to be atrial driven arrhythmia with rapid ventricular response (rvr). Technical services (ts) advised electrophysiologist (ep) consult. Device remains in service. No adverse patient effects were reported.